Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a anterior cruciate ligament surgery, when screwing the femoral screw, the screwdriver broke. 1 fragment remained in the femoral screw and it is not possible to remove it. The surgery was finished successfully with the same device which was used anyway. It was not necessary to switch the surgical technique or do a second surgery. Update 10th. Jan. 2019: the broken piece is set up inside the screw, well implanted into the bone.

Manufacturer narrative:
The complaint is confirmed. The distal hex drive feature broke off from the shaft at its base. The fracture face appears to show a mix of bending and torsion stresses, such that can be caused by prying and/or leveraging while torquing the device.